Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; distal segment returned and analyzed. Evaluation summary (B) (4), (B) (4) distal segment.

Event description:
The lead was returned to the manufacturer after being explanted during a routine system change. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported. The lead was returned to the manufacturer after being explanted during a routine system change. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.